Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage on the insulin pump, button error, drive/motor anomaly and rewind anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the buttons were unresponsive during easy bolus attempt. The customer stated that they were not able to see the bolus amount. The product was returned for analysis

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, displacement test and leak test. The insulin pump responded properly to button pressed and during rewind test. No rewind anomaly noted during our testing. No unexpected numbers ramping or the scroll bar is not moving with no input noted during our testing. No stuck button alarm noted. No damage noted on the keypad traces. During visual inspection, found the j1 keypad connector on the printed circuit board assembly was properly locked. The motor was tested outside of the unit and passed. The insulin pump was returned without the original belt clip, unable to verify damage to the belt clip. No damage noted on the belt clip rails. The insulin pump was minor scratched display window, damaged scratched display window cover, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button.